Event description:
The patient was enrolled in the prove acurate neo2 post market safety and performance surveillance in aortic stenosis investigator sponsored research study with patient identifier (B)(6). It was reported that a vascular occlusion occurred. Procedure summary: in (B)(6) 2024 during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a moderately tortuous transfemoral approach. The severely calcified native aortic annulus measured 24.3mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 22mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and commissural alignment was achieved. The acurate neo2 valve was released at the intended location and a paravalvular leak was identified. Post-dilatation bav was performed with one (1) inflation of a 22mm non-bsc balloon catheter. The procedure concluded with a mild paravalvular leak and a mean aortic gradient of 2mmhg. Event summary: in (B)(6) 2024, the patient was hospitalized for an occlusion of the femoral-popliteal arteries with an infected right groin hematoma. Surgical intervention was performed to restore blood flow to the right leg. The patient experienced complications from the surgical intervention including blood loss requiring a blood transfusion, symptomatic coronary steal syndrome and central subclavian occlusion on the left side. Six (6) days later a second surgical procedure was performed to address the complications resulting from the first surgical intervention. Open angioplasty of the central subclavian artery with stent placement was performed. The patient was administered intravenous antibiotics, three (3) blood transfusions, and was prescribed enoxaparin. Patient status: the patient fully recovered.